Manufacturer narrative:
The returned device was evaluated and the device was received not deployed. No issues were seen with the device. Based on the investigation, the device functioned as intended and was deactivated before running enough pulses to deploy. During the investigation, the device deployed with no issue upon manual rotation of the ratchet gear.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
A patient reports while activating a pod the cannula failed to deploy and the pods pink slide had not moved forward. The pod was not worn.